Event description:
Healthcare professional also reported a left side rupture, capsular contracture baker grade IV, "tenderness, pain, superior immobilization", "silicone granulomas, mild chronic inflammation" and exchange due to concern with textured product. Device has been explanted and replaced.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported left side rupture, "discoloration", "pain", "swelling", "hot to the touch", "hardness", and "itchiness." Additionally, healthcare professional reported capsular contracture, baker grade IV." Device remains implanted.